Event description:
Consumer left vaporizer running overnight. The next day, consumer picked up vaporizer to refill it with water and noticed that the carpet below the vaproizer scotched. Consumer unplugged vaporizer from the wall outlet and discontinued its use. Consumer said that vaporizer was very hot to the touch. Vaporizer cause an estimated $464.00 worth of damages to the carpet. The next day, consumer called and explained incident to MFR's rep (name unknown), who offered a different replacement vaporizer. Rep told consumer that MFR would inspect vaporizer. Consumer accepted the offer. Date unknown, consumer contacted MFR, asking to have consumer's damaged carpet replaced. A rep (name unknown), told consumer that MFR was not responsible because they found nothing wrong with vaporizer. Consumer feels vaporizer is unsafe and poses fire hazard as it gets so hot.